Event description:
The event was reported by a customer from USA: "it is important to note that two of the leaking tubing sets contained hazardous materials (5-fu). Placed the chemo into the brown bag, brought into the pharmacy and talked to pharm tech and showed the bag. Recommended to dispose the old chemo bag and have a new bag remade. Home med pharm notified. Therapy: 5-fu. Vtbi: 200ml. Mode: continuous. Priming method: pump. Set type: ap210. Location of leak: end of the capped tubing. Tubing location: unavailable for return to homemed and/or hospira. Type of drug:5-fu. Was there a prime performed: yes. Pump or manual: pump. Delay in therapy: unknown. Need for medical intervention: unknown."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.